Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The power into the power supply was determined to be good; however, there was no power output. The fse provided the customer with the part information to replace the power supply. The customer reported replacing the power supply resolved the reported issue.

Event description:
It was reported that the unit declared a low battery voltage alarm and would not operate on ac power. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.